Event description:
A customer reported that an ophthalmic equipment had a pneumatic cutting failure. Details of the procedure and patient impact were not provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).